Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided. A review of the provided device log indicated that the battery capacity had reached a low level, suggesting that the battery would require replacement. If this condition is not addressed, it may prevent the device from powering on. The investigation is closed as no fault found. No trend is associated with reports of this type.